Event description:
This pt underwent a right total hip arthroplasty in 1994 and had recurrent dislocations following that procedure. Pt had a revision of the total hip and had subsequent dislocations since that time. Pt was admitted to this facility for a revision arthroplasty of the right total hip. The acetabular shell and liner were removed and replaced. It was noted that the acetabulum was osteoporotic.